Manufacturer narrative:
The retention testing yielded expected results when testing internal qc samples. The manufacturing batch record review did not reveal any failures of acceptance criteria. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reported for this phenomenon related to lot number 092445 showed that the complaint rate is 0.014%. Evidence available does not indicate that this device lot is performing outside of label claims.

Event description:
Customer reported a (B)(6) result with a serum sample from a labor and delivery patient on determine hiv-1/2 ag/ab combo. Subsequent confirmatory testing demonstrated (B)(6) results. There were no adverse patient outcomes reported.